Event description:
On (B) (6) 2010, the lay user/patient lifescan (lfs) to report the one touch ultramini meter would not power on. The sr medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On (B) (6) 2010, the smss mailed a letter requesting the patient contact medical surveillance. On an unspecified date, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient manages her diabetes with insulin on a sliding scale. During this time, the patient experienced no symptoms of high or low blood glucose levels. On an unspecified date, the patient went to the emergency room, where she was treated with "lantus or humalog insulin." It would have been helpful to determine the date of this event, why the patient went to the emergency room, her blood glucose level as tested by the hcp, and her specific treatment. Troubleshooting revealed the patient's test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The patient allegedly received emergency medical attention and treatment with insulin after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.